Manufacturer narrative:
(B)(4). The customer initially reported an administration set that had a hole in the tubing that caused air in the line. The condition of the hole in the tubing is documented in manufacturer report number 6000001-2012-11806. This manufacturer report number 6000001-2012-12418 was submitted to report the air in the line of the set. Upon further review, it was determined that the cause of the air in the line was due to the hole in the tubing; therefore, all further investigation will be addressed in manufacturer report number 6000001-2012-11806.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA.

Event description:
The facility's ward manager reported to baxter (B)(4) that a dehp-free solution administration set had a small hole in the wall of the tubing allowing air to enter the system. This occurred during use. The set was being used to "wash back" the patient's blood. This was performed by connecting a 500 ml bag of saline to the start of the blood line, then as the saline was infused, the blood was returned to the patient. It was reported that while the saline infused, air was being drawn in. The procedure was paused and another line was used to complete the wash back. The machine is fitted with an air detector designed to detect micro bubbles of air and so will clamp off the lines on detection preventing harm to the patient. A patient was involved but there was no patient injury or medical intervention in association with this event. There is no additional information at this time.